Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent a functional connection test with no issues noted. The sample analysis did not identify a nonconforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the connector of the solution bag and the connector of the homechoice cassette was not tight. The patient noticed this when they tried to connect the two components. There was no patient injury or medical intervention associated with this event. No additional information is available.